Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic with inappropriate atp and hv therapy during svt episodes. Programming changes were recommended. Patient will be monitored.